Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth was found on the inflow surface of all three leaflets, and on the outflow surface of leaflet 2. Leaflet 2 was fibrotically thickened, and calcifications were observed in leaflets 2 and 3. Cusp 2 was retracted, and a tear was observed in leaflets 2 and 3. No acute inflammation was observed. No evidence was found to suggest the cause of the pannus, calcifications, leaflet retraction, and leaflet tearing was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this 21mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted secondary to high gradients. Ex vivo, the leaflets appeared heavily calcified. An on-x mechanical valve was implanted.